Event description:
The customer reported a ventilator experienced a high blower temperature alarm during device set up. The device was being set up for therapy when the issue was found. There was no delay to patient therapy or patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer could not confirm nor duplicate the reported issue via the event log. The customer replaced the blower preventatively. The unit was functionally tested and successfully passed specification testing. The unit was returned to service. No other anomaly was reported.